Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in high blood glucose levels. No other defects or deficiencies were found during the investigation.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, headache and dizziness. The patient was treated with intravenous fluids, given a chest x-ray and had blood drawn. The patient was released a few hours later.